Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 36 mg/dl. The customer stated they have been experiencing low blood glucose for several hours. The customer did not recall treating for their low blood glucose. The customer also reported being hospitalized on (B)(6) 2015 for dehydration. The customer's blood glucose was 143 mg/dl at the time of admission. Troubleshooting found the insulin pump failed a displacement test. The customer was advised to monitor the insulin pump. The customer declined to return the insulin pump for analysis.